Event description:
Per the audiologist, the patient experienced a decrease in performance. The results of a CT scan indicated multiple electrodes were kinked. The patient was explanted (b) (6 2009 and the patient was reimplanted with a new device during the same surgery.

Manufacturer narrative:
(B) (4)

Manufacturer narrative:
(B) (4).

Event description:
A customer contacted baxter's (B)(4) asking for assistance with starting over with new supplies on the homechoice (hc) machine. The home patient (hp) stated that the patient line began to overflow with solution. The hp removed the supply bags to start over, but was unable to remove the cassette. The technical service representative (tsr) found out that the hp was in fill 1 of 4 and not connected. The tsr assisted the hp to end therapy and remove the cassette. The hp would start over will all new supplies and would call back with any problems. There was no patient injury or medical intervention indicated at the time of the initial report. (B)(4) spoke with the hp on (B)(6) 2010. The hp stated that he was not sure what happened, there was just fluid everywhere. The hp learned that he has to turn the television off and not answer the phone, and just spend ten minutes concentrating on setting up the machine. The hp hasn't had any more problems since he started doing this. The hp was doing fine and continuing therapy on the cycler as usual.